Manufacturer narrative:
H3: one device was received for analysis. The service history review had no indication that the complaint was not related to service of the device within the last 12 months. The reported issue was confirmed. Further inspection found a latch/lock sensor failure and extensive corrosion on the circuit board, chassis, motor, camshaft, rear speaker and latch/lock. The device was considered beyond economic repair (ber).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available. The device has not been returned to the manufacturer.

Event description:
It was reported that the downstream occlusion sensor was steady on 2500 mv. The event occurred during testing.